Event description:
The strata was implanted in 2002 at "pl" 1.5 and then adjusted to "pl" 1.0 on the following day then further down to "pl" 0.5 six days later. Although it was fine temporarily after the operation, the pressure level fell and consciousness and hydrocephalus worsened. It was checked, but no abnormalities were found. The valve was revised later in 2002.